Event description:
It was reported that the insulation in the unit has been compromised.

Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
(B)(4)service record confirms the device was received for service, given diagnostic codes and scrapped before an investigator was able to perform a full evaluation; therefore this complaint investigation will now be closed based on the repair findings, and probable root cause(s). Repair diagnostics of this device are: cracked/peeling insulation at tip of shaft; replaced handle. Probable root cause for "bad insulation" is improper cleaning and sterilization or normal wear the product was returned for investigation, however, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.